Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken femoral neck. Additional revision captured on (B)(6).